Event description:
It has been reported to philips that the live image was not available. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for a planned, non-emergency vascular treatment at the time of the reported event. The procedure was completed using another system. A philips remote service engineer (rse) examined the system remotely and confirmed the reported problem. The rse suspected an issue with the flexviewing pc. Subsequently, a philips field service engineer (fse) examined the system on-site as part of troubleshooting, the fse identified that the video signal on the x-ray pc was unavailable. To resolve the issue, the fse replaced the x-ray pc and reinstalled the software. As a proactive measure, the flexviewing pc was also replaced. Following these actions, the system was returned to use in good working order and ready for clinical use. The flexviewing pc and x-ray monoplane pc was returned for further analysis. Functional testing was performed, and no failures were observed. The codes were updated based on the investigation outcome.